Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed intraoperatively a 12.6mm vticm5_12.6, -10.5/3.0/071 (sphere/cylinder/axis) implantable collamer lens into patient's left eye (os) on (B)(6) 2023. Lens was implanted upside down. Patient contact (lens touched the eye). No patient injury. Problem not resolved. Cause of event reported as unknown. Reportedly, lens tore during removal from eye. Corneal edema observed but has since cleared with steroids and hyperosmotic eye drops.